Manufacturer narrative:
The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while priming the tubing, the "pump segment" portion of tubing came away from the "safety clamp. The nurse acquired another 250 ml bag of ns and primary tubing, spiked the bag, and primed the tubing. Once the nurse returned to the chair with the patient from the waiting area, there was a puddle of fluid on the floor. Upon looking at the tubing, it was noted to be leaking from the area where the pump segment attaches to the safety clamp.